Manufacturer narrative:
The physician was informed of the analysis and indicated that he would not perform either the manual shock or further induction testing. The physician considers that the second shock was effective and if it is a dry pocket issue, it will resolve over time through absorption. At this time, the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is (B)(6) 2015.

Event description:
Boston scientific received information that at the implant of this subcutaneous implantable cardioverter (s-ICD) system, the patient was initially difficult to induce into a tachycardia arrhythmia. Ventricular fibrillation (vf) was able to be induced and the s-ICD delivered a 65 joule shock which did not convert the arrhythmia; however, an 80 joule shock was able to convert the patient's heart back to normal sinus rhythm. The reported shock impedance measurement was 194 ohms. A memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that although there was one shock impedance below 200 ohms noted, the other delivered shocks all yielded measurements above 200 ohms. X-rays were also submitted and reviewed. The ts consultant discussed that residual air was observed in the device pocket, indicating that dry pocket / air entrapment was the most likely reason for the out of range measurements. The placement of the electrode was optimal and no anomalies were noted with its current position. It was further discussed that the air entrapment/dry pocket should self-resolve through absorption and additional testing should be considered, including the delivery of a 10 joule shock to monitor the impedance measurements.